Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device cut but fired malformed staples. The procedure was converted to open and an abdominal hysterectomy was performed. There was no adverse consequence to the pt.